Manufacturer narrative:
(B)(4). Date sent: 6/29/2023. Additional information received: I've reached out to the surgeon but the only additional information I have been able to get is the linx device size/product code: lxmc14.

Event description:
It was reported that during the linx explant procedure that the surgeon noticed there was no clasp that the device looked different. Stated this could be an older model. Implant date was in 2016.

Manufacturer narrative:
(B)(4). Date sent: 6/21/2023. D6a: exact implant date is unk. Implanted in 2016. Assumed first day of the month and first month of the year. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the exact date of the implant date? What is the product code? Lot #? Does the patient have any of the allergies to metals? If so, what test have been done to test for metal allergies. Is the patient currently taking currently taking steroids / immunosuppressive drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? What was the reason for removal of the linx device? At the time of removal, was the device found in the correct position/geometry at the time of removal? Have the symptoms resolved since the device was explanted? When stated ¿there was no clasp that the device looked different.¿ was the device discontinues prior to the explant? Could we get the op notes from the implant of 2016? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/9/2023. Upon review of the file the product code is not a lxmc14 but a ls14 d1, d4.